Manufacturer narrative:
(B)(4)

Event description:
Dexcom made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that while the patient was at work and the receiver was reading 269 mg/dl so the patient took 3 units of insulin. After taking the insulin the patient stated that they felt weak so their employer gave them juice and crackers. The patient stated that their employer called the ambulance and when they arrived, they checked and documented the patient's blood glucose (bg) values. The patient did not leave with the paramedics but was released from work early from their employer. Additionally, it was reported that the patient stated that the alarm on the cgm did not go off because the values did not pass the low threshold. At the time of contact, the patient was doing well and their bg levels were normal. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined. It was reported that the patient did not calibrate after the inaccuracy or enter finger stick values promptly. Dexcom labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally, enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.